Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a fresenius 2008k hemodialysis (hd) machine experienced an online pht failed message during treatment, which resulted in too much weight being removed from the patient, along with patient symptoms of low blood pressure and cramping. The patient was reportedly able to successfully complete treatment on the machine with no patient injury, adverse events, or medical intervention required as a result of the reported event. Additional patient and treatment details were not provided. It was confirmed that the uf pump was replaced on the machine and it was returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) reportedly replaced the ultrafiltration pump on the machine to return it to service. The machine completed functional testing without issue. A serial number search in the ptc complaint system found no complaint issues with the same symptom code within 90 days of the notified date.

Manufacturer narrative:
Concomitant medical products: yes. Device evaluated by MFR: yes and yes. Onsite service was performed to address the reported issue. During field investigation, the ultrafiltration (uf) pump was replaced on the machine and it was returned to service. Functional testing was completed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.